Manufacturer narrative:
(B)(4). Date sent 6/25/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: did the device staple? Yes, one time before. If the device stapled, was the staple line complete? No, (halfway stop). If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Normal at the beginning, then legs straight. Did the device cut? Yes, partially. If the device cut, was the cut line complete? No. Is the current patient status known? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. The problem with this stapler has not resulted in patient consequences. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device completely lock when stapling despite cleaning the stapling between the two staples. First stapling takes place without worry but during the 2nd, the clamp locks in the middle of the stapling. The doctor cancels the maneuver; the clamp unlocks and lets the blade move back. Clamp and charger change.

Manufacturer narrative:
(B)(4). Date sent 7/9/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 8/7/2025 d4 batch #360d53 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was returned with no apparent damage, and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. In addition, a tyvek returned along with the device. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the linear cutters - ntlc is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 360d53, and no non-conformances were identified.